Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se reseated the flex cable in graphical user interface (gui). The ventilator passed all testing.

Event description:
It was reported that the ventilator display was erratic. There was no patient connected to the device.